Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and eleven months following the implant of this transcatheter bioprosthetic valve, moderate to severe central aortic insufficiency was seen during a routine yearly follow up echocardiogram which was not present during previous follow up appointments. A second transcatheter valve was implanted valve in valve. Endocarditis was also suspected but was never confirmed. The cause was suspected to be due to the patient self catheterizing as a result of a previous bladder cancer. No vegetation was seen on the valve leaflets. No additional adverse patient effects were reported.